Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Daughter reported that patient died on (B)(6) 2011 while using the infusion device. Patient lived by himself and the last time he measured his blood glucose was at 3:00 a.m. On (B)(6) 2011. He was at his physician's office the day before his death and also had an appointment scheduled on (B)(6) 2011. Physician told a company representative that patient had been asked several times to decrease the insulin dosage due to many hypoglycemic events. Infusion device was requested for evaluation. No additional information was provided.